Event description:
Check valve on IV tubing for ivpb antibiotic failed. This cause the antibiotic fluid to back up into the primary IV bag vs. Infusion into the patient. Manufacturer was notified, a quality control representative was assigned. Alaris standard IV administration set for gemini infusion pump, pc-1. We were unable to identify the exact lot number. Vancomycin 1 gm ivpb q 24 hours ordered. Received on admission date: 2009, infusion failed to infuse the next day, received the following day. Patient was discharged back to nursing home the same day.